Manufacturer narrative:
Zoll medical corporation evaluated the device and electrode pads and the customer's report of high impedance was observed. The high impedance error occurs when the device detects a pad impedance of more than 20 ohms. Investigation of the returned pads found them opened and expired, and the root cause of the high impedance. The customer's report of unable to discharge was duplicated and attributed to a faulty speaker on the top cover assembly. The speaker would not be able to alert the user that the device was ready to deliver energy. Although there were no tones alerting the user in this event, the device would have exhibited several other visual indications. It would have delivered a visual text prompt within the display of the device to "press button to deliver shock" and the device would have illuminated the red led's within the shock button to indicate it was ready to shock. The customer's report of battery does not seat appropriately was not replicated or confirmed. The 0xbd error occured only in the log when the device detects a no battery condition. This error is not considered a device malfunction and will not prevent the device from delivering therapy if all other conditions are met. The battery used was not returned for evaluation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old female patient, the device failed to discharge, failed for high impedance, and they were not able to seat the battery into the device. Complainant indicated that the patient subsequently expired.